Event description:
The reported issue is barrel breakage. The customer noticed the barrel was broken after drawing up the medication.

Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. No samples of impacted sol-care 3ml luer lock safety syringe w/exch needle 23g*1'', ref# tw100077imld/100077im, lot# 04411012 was received from the customer for evaluation. All the archive samples tested were within the product specification requirements. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.